Event description:
It was reported that during post-dilatation of the distal, moderately calcified, superficial femoral artery, the absolute pro stent was deployed, however, during angiography it was noted that the contrast was retained within the stent. Additional images taken before post dilatation showed that the stent was fractured. There was reportedly a significant clinical delay in the procedure due to the device issue. There was no reported adverse patient effect. A second 5 mm x 20 mm chrome-cobalt stent was placed within the stent without incident. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 4 x 60 mm non-abbott; guide wire: supracore; sheath: 6 fr. The customer reported that the device was discarded; the stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices or anatomy. Still cine images were returned and reviewed by an abbott clinical specialist. The first and second image show a diffusely diseased superficial femoral artery. The third image shows a stent like appearance of the vessel (with contrast injection) with the exception of a divot or overhang along the longitudinal edges of the lumen. This irregularity is in a location of heavy calcification. Images four and five strongly suggest that the divot is due to a fracture in the stent. The images strongly suggest that the stent fractured during or after implant. Based on the reported information and review of the cine images, it is possible that the heavy calcification noted at the location of the irregularity, contributed to the possible stent fracture. However, a conclusive cause could not be determined. There was no associated nonconforming material records, indicating all lot release testing met specification. Additionally, there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. During production all absolute pro stents are visually inspected for stent damage, dimensionally measured and radial force tested.